Event description:
A sphincterome was used for a therapeutic ercp. During the procedure, the product malfunctioned. At a later date, it was determined that the cut wire broke. It should be noted that there was no specific complaint description given with this event. There were no complications or intervention reported with this event.